Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2507 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (refw2507) have been reported from the same facility.

Event description:
It was reported "over the past 3 days we have had 3 patients with dvt diagnosed post PICC placement. [All] three patients had piccs from lot #refw2507" no other information was provided. This report addresses the second patient.